Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that after performing pre-dilatation, the pixel was engaged. When the catheter was pressurized, the stent did not seem to be expanded. The pressure was increased up to 16 atm and only the proximal end of the balloon was slightly expanded. The physician considered that a pinhole had occurred in the distal end of the balloon. No add'l event or pt info is available.